Manufacturer narrative:
Follow up information received on 17-feb-2016 from physician: the patient is gravida one para one; with penicillin allergy (rash). Her medical histories include d&c, and removal of cervical polyp. On (B)(6) 2015, essure lot c59249 (expiration may-2014) was inserted. On (B)(6) 2016, the patient presented in the clinic for evaluation and treatment of pelvic pain and cramping, status post endometrial ablation with essure sterilization. She had the endometrial ablation in (B)(6) 2015 due to very heavy menses for a number of years with both heavy blood flow and long duration of flow 10-12 days each cycle. She was started on oral contraceptive pills by her general practice and did not have improvement. At the time, she had minimal bleeding but the cramping and pain was much worse. Patient also had fatigue and malaise, and full body joint pains since the procedure and feels that the essure is possibly causing systemic side effects. A gynecological exam and pap was done within the last year. Transvaginal pelvic ultrasound was performed in (B)(6) 2015 showed, an anteverted and anteflexed uterus and some small fibroids, 1.2 cm maximum size and no submucous fibroids; the impression was she has some mild fibroid degeneration of the myometrium without any other significant abnormalities. At physician exam, her abdomen was soft, the bowel sounds were normal, no abdominal tenderness, no abdominal mass was palpated, the liver was not enlarged, and the spleen was not enlarged. No hernia was discovered. The patient did not want to use hormonal treatment due to family history of breast cancer. She is interested in surgical treatment to remove essure coils and fibroids completely and definitively treat likely cause of pelvic pain and cramping. Different types of hysterectomy reviewed. Would plan laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy to ensure removal of essure coils completely; her ovaries will be preserved if normal since she is 10 years from menopausal. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who experienced back pain after essure (fallopian tube occlusion insert) insertion. A salpingectomy was scheduled (to be performed approximately 5 months after device placement). According to follow up information, she also had pelvic pain which was worse and minimal (genital) bleeding. These events are serious due to medical importance and required intervention and are listed according to essure's reference safety information. During essure therapy, pelvic and back pain may occur. Also, genital bleeding is a frequent event with the device use. In this case, the patient had already presented bleeding before the insertion. The essure insertion was performed with endometrial ablation at the same time (off label use). In addition, it was shown in a previous ultrasound that she had several small fibroids and mild fibroid degeneration of the myometrium. Although the fibroids could be an alternative explanation for bleeding and pain, a contributory role from essure use cannot be totally excluded. Other non-serious events were also reported. This case was considered an incident, since a surgical intervention (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy to ensure removal of essure coils) will be required. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 09-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Lot number: c59249; production date: 23-may-2014; expiration date: 31-may-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device company causality comment this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who experienced back pain after essure (fallopian tube occlusion insert) insertion. A salpingectomy was scheduled (to be performed approximately 5 months after device placement). According to follow up information, she also had pelvic pain which was worse and minimal (genital) bleeding. These events are serious due to medical importance and required intervention and are listed according to essure's reference safety information. During essure therapy, pelvic and back pain may occur. Also, genital bleeding is a frequent event with the device use. In this case, the patient had already presented bleeding before the insertion. The essure insertion was performed with endometrial ablation at the same time (off label use). In addition, it was shown in a previous ultrasound that she had several small fibroids and mild fibroid degeneration of the myometrium. Although the fibroids could be an alternative explanation for bleeding and pain, a contributory role from essure use cannot be totally excluded. Other non-serious events were also reported. This case was considered an incident, since a surgical intervention (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy to ensure removal of essure coils) will be required. A product technical analysis was initiated and the outcome of the assessment resulted in an unconfirmed quality defect.

Manufacturer narrative:
The product technical compliant investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Follow-up on 25-oct-2016: no further information could be obtained. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who experienced back pain after essure (fallopian tube occlusion insert) insertion. A salpingectomy was scheduled (to be performed approximately 5 months after device placement). According to follow up information, she also had pelvic pain which was worse and minimal (genital) bleeding. These events are serious due to medical importance and required intervention and are listed according to essure's reference safety information. During essure therapy, pelvic and back pain may occur. Also, genital bleeding is a frequent event with the device use. In this case, the patient had already presented bleeding before the insertion. The essure insertion was performed with endometrial ablation at the same time (off label use). In addition, it was shown in a previous ultrasound that she had several small fibroids and mild fibroid degeneration of the myometrium. Although the fibroids could be an alternative explanation for bleeding and pain, a contributory role from essure use cannot be totally excluded. Other non-serious events were also reported. This case was considered an incident, since a surgical intervention (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy to ensure removal of essure coils) will be required. A product technical analysis was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception. Patient complained of joint and back pain. She was scheduled to have her tubes removed on (B)(6) 2016. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who experienced back pain after essure (fallopian tube occlusion insert) insertion. A salpingectomy was scheduled (to be performed approximately 5 months after device placement). The reported event is listed according to essure's reference safety information. During essure therapy, back pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature; causality with the suspect insert cannot be excluded. The non-serious event joint pain was also reported. This case was considered an incident, since a surgical intervention will be required for essure removal. A product technical analysis and follow-up information are being sought.